Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was went up to 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 143 mg/dl. The customer did not experienced symptoms due to high blood glucose. It was unknown whether the customer was using auto mode or not. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump had keypad anomaly. Customer reported that buttons were not responding. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.